Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the patient's reported post implant symptoms. As reported the patient has been evaluated by multiple doctors, however did not report a diagnosis for his symptoms. As alleged the patient was implanted with a "marlex" mesh, the contact was unable to provide specific product identifiers. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2006 that the patient was implanted with a "marlex" mesh during an unspecified procedure. It is alleged that the patient has experienced pain since the time of implant and he "has not been well and suffers all of the symptoms of mesh sickness" as alleged the patient has seen many doctors and has had diagnostic testing performed. The contact alleges "the only solution is to receive a permanent colostomy bag." The following patient symptoms have been alleged: constricted bowel movements, chronic pain, bleeding in bowel movements, nausea, ibs, sleep complications, movement complications.